Event description:
It was reported that a malfunction code, malf 9, appeared on the customer's pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided the customer with pump reset information and assisted in resetting the pump. The issue resolved without recurrence, and the customer was advised to continue using the pump and to contact support if the issue recurred.